Event description:
It was reported the patient¿s battery location was to be moved because the patient had lost weight and it was bothering them. Pain at the device pocket was noted. The healthcare provider moved the pocket site up towards the patient¿s waist line. Since the patient was on the table, it was decided to replace the battery as well. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va02r42, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient needed to get her new health care provider so he could fix her device. It was indicated that patient lost a lot of weight (90 pounds) and it was stuck in her butt muscle. It was indicated that patient had pain and the health care provider (hcp) gave her some pain medication that knocked her out. It was also indicated that patient was on zoloft which was no longer taking but she has gotten depression and mental problem from all of this.

Event description:
Additional information received reported pocket site was ¿sagging¿ due to the weight loss, which made it uncomfortable for the patient. It was stated the patient was ¿doing well.¿